Event description:
Doctor's device read 97mg/dl while her device read 270mg/dl, timeframe between tests was minimal. No treatment received. No quality controls were used. Requested return of suspect device and replacment was sent.